Event description:
It was reported that the handpiece continued to run when the trigger was no longer activated. No adverse consequences associated with this event.

Manufacturer narrative:
The device is not received by the manufacturer. If the device is received or other information is obtained, a f/u report will be filed.